Manufacturer narrative:
Other, other text: additional information: h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received without their original packaging, in used condition, decontaminated and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. Visual inspection showed no discrepancies or damage was observed in the returned sample. During the functional testing, the reported issue was unable to be duplicated. The complaint was not confirmed. The root cause was unable to be determined. No action was taken.

Event description:
Information was received indicating that while in use of a smiths medical cadd extension set, an audible alarm was noted, and infusion stopped. Subsequently, the cassette was changed. No patient consequences were reported. No adverse effects were reported.